Manufacturer narrative:
Updated: b2, b5, d4, e1, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, the valve was implanted too deep and paravalvular leak (pvl) of unspecified severity was observed. A post-implant bav was performed while the patient was rapidly paced to address the pvl. Additionally, two snares were attached to the paddles of the valve to raise the valve up; however, the valve dislodged into the ascending aorta. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 12 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 12 mm. Subsequently, a non-medtronic (edwards s3) transcatheter valve was implanted. However, the second valve dislodged into the mid left ventricular cavity. Therefore, the patient underwent open heart surgery to explant both transcatheter valves and implant a surgical aortic valve. Per the physician, the deep depth of implant of the first valve caused the valve to thedislodge. Additional information was received that a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The deep implant depth of the first valve was not intended. The pvl was severe. It was reported that the patient sizing measured on an upper end of a 29 mm with a 24 mm non-medtronic (true) pre-implant balloon dilation which was a contributing factor to the dislodgement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx plus valve; product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2025; explant date: (B)(6) 2025. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, the valve was implanted too deep and paravalvular leak (pvl) of unspecified severity was observed. A post-implant bav was performed while the patient was rapidly paced to address the pvl. Additionally, two snares were attached to the paddles of the valve to raise the valve up; however, the valve dislodged into the ascending aorta. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 12 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 12 mm. Subsequently, a non-medtronic transcatheter valve was implanted. However, the second valve dislodged into the mid left ventricular cavity. Therefore, the patient underwent open heart surgery to explant both transcatheter valves and implant a surgical aortic valve. Per the physician, the deep depth of implant of the first valve caused the valve to the dislodge.